Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, early during the procedure, the device failed to bow when the handle was actuated. The procedure was able to be complete using this device with difficulty. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
(B)(4) for the event: catheter torn. Visual evaluation of the returned device found that there were several twists along the working length, the cutting wire was blackened, and the catheter was torn/melted at the distal pierce hole, displacing the cutting wire from the distal pierce hole. The cutting wire exposed length and displaced length were measured. The cutting wire was displaced 9 mm due to the 9 mm of torn/melted working length; this shortened the exposed cutting wire length. The total length of the cutting wire (exposed cutting wire plus displaced length) was within specifications. Functional evaluation found that the device did not bow due to the displaced cutting wire and damaged working length. Review and analysis of all available information indicated the most probable root cause for this event was operational context, as procedural or anatomical factors could have affected the device integrity and its performance. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.